Manufacturer narrative:
The instrument has all the appropriate safety ratings. A field service engineer (fse) was dispatched (B)(4) 2010 and inspected the instrument and pc for any hardware malfunction and no issues were found. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc (bci) stating the operator felt a shock while moving the pc back into position under the access 2 portion of the unicel dxc 600i synchron access clinical system. The operator did not seek or require medical attention.